Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the patient had a blood glucose (bg) of reading high. It is unknown if treatment above and beyond was provided. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.

Manufacturer narrative:
Follow-up #1: date of submission 04/27/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: no battery cap was returned with the pump, the battery compartment is undamaged, test battery cap is able to fit to maintain electrical connection. The pump is unable to power up and it¿s completely unresponsive upon inserting a new battery. Reported ¿no power¿ complaint is duplicated. The pump was opened and disassembled; pcb inspection revealed defective single components u10 and r31, u10 and r31 components are part of the power supply circuits. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.